Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified forearm vessel. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres. On the second inflation at 14 atmospheres, the balloon ruptured. The device was removed intact from the patients' body. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).